Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that a patient with a implantable cardioverter defibrillator (ICD) system, was hospitalized due to unspecified cardiac related complications. A healthcare provider called bsc latitude remote monitoring system support to question why there was no information related to the cardiac event available on the latitude server. Additional details regarding the time frame when the communicator performs daily interrogations were provided to the physician. The initial information received by boston scientific indicated the implanted system did not contribute to the cardiac complications or the hospitalization. However, it was later determined that the patient had experienced a ventricular fibrillation (vf) episode that was undersensed. The therapy was withheld during 3 minutes leading to syncope and subsequently a coma. The episode was terminated by a shock delivered by the system and the patient was admitted to the intensive care unit. Additional information was received indicating that a physician suspected this lead malfunction could have contributed to the event. As result, the ICD and lead were explanted and replaced. The devices are presumed to have been discarded after the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with a implantable cardioverter defibrillator (ICD) system, was hospitalized due to unspecified cardiac related complications. A healthcare provider called bsc latitude remote monitoring system support to question why there was no information related to the cardiac event available on the latitude server. Additional details regarding the time frame when the communicator performs daily interrogations were provided to the physician. The initial information received by boston scientific indicated the implanted system did not contribute to the cardiac complications or the hospitalization. However, it was later determined that the patient had experienced a ventricular fibrillation (vf) episode that was undersensed. The therapy was withheld during 3 minutes leading to syncope and subsequently a coma. The episode was terminated by a shock delivered by the system and the patient was admitted to the intensive care unit. Additional information was received indicating that a physician suspected this lead malfunction could have contributed to the event. As result, the ICD and lead were explanted and replaced. The devices are presumed to have been discarded after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review of damaged/defective was not completed because the product family is unknown; however, typically this ar code is accounted for during product development to support acceptable risk benefit for this type of product. No further conclusions were able to be obtained as model/serial of the device was unavailable. Code 3191 was used to capture the surgical explant.